Event description:
Information was received indicating that the pump failed the volume metric test. It is unknown if there was any patient involvement or any adverse effects.

Manufacturer narrative:
Other, other text: additional information was received indicating there was no patient involvement, issue was found during yearly maintenance. (Updated h6 event problem patient code) device evaluation: one device was returned for analysis in used condition. Visual inspection showed the sticker seal was damaged. Functional testing involved accuracy testing. Three accuracy tests were performed and it was found that the device was over delivering to manufacturing specifications. Based on evidence and investigation, the complaint allegation was confirmed. The expulsor assembly was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records.